Event description:
It was reported to philips that the device was unable to perform fluoroscopy. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the device was unable to produce x-ray. Upon inspection, the fse determined that the generator cube was not communicating with system. The fse replaced the generator cube and reloaded software. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.